Event description:
During treatment of a pta in the sfa a spectranetics quick cross catheter tip broke off in a tight lesion. The tip was snared and retrieved from the patient. The case was completed successfully.

Manufacturer narrative:
Device evaluation; tubing break, treatment beyond initial procedure. Most probable cause is the device became entangled in the tight lesion and broke (complication of clinical procedure). No manufacturing issues were identified. (B)(4).